Manufacturer narrative:
Patient codes: 1888 labeled 2100 labeled device codes: 2993 labeled na internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Article titled: edge-to-edge mitral valve repair with extended clip arms, early experience from a multicenter observational study. The steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3. Date of event estimated d6. Implant date estimated g9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The unk mitraclip referenced in b5 is being filed under a separate medwatch report.

Event description:
This is being filed to report hemorrhage and thrombosis occurred during use of the steerable guide catheter. It was reported through a research article identifying mitraclip that may be related to tissue damage, heart failure, renal failure, increased mr, mitral stenosis, hemodynami instability [hypotension], major surgery and hospitalization; sgc - access site, major bleeding (hemorrhage) and thrombosis. Specific patient information is documented as unknown. Details are listed in the article titled, edge-to-edge mitral valve repair with extended clip arms, early experience from a multicenter observational study. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The reported patient effects of hemorrhage and emboli (thrombus) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information available, a definitive cause for the reported hemorrhage and emboli (thrombus) could not be determined in this case. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.